Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. The peritonitis was manifested by not feeling well, chills, cloudy effluent, and pain during standing. The patient was treated with two antibiotics intraperitoneally (name, dose not reported) for 5 days and an oral antifungal (name, dose not reported) for 4 weeks. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.